Event description:
The olympus representative reported on behalf of the customer, the cable from the resectoscope "sparked" and "exploded" in the consultant's hand while operating without any warning. The cable was completely severed between the right-angle connection of the cable and the grey cable. The consultant stated he was ok and had a little burn on his finger from the spark. The event occurred at the end of the procedure so the consultant was able to complete the procedure. The surgeon did not receive any injury as he had double gloves on during the procedure. A different cable was further used for another patient undergoing a standard transurethral resection of prostate (turp) with bipolar. The generator was displaying error message e006 insufficient conductivity every time they would press the pedal. They changed the generator and the problem remained the same. A 15 to 20 minute procedural delay occurred. The cable was then switched to a new one and the issue was resolved and the procedure was completed. There was no injury, no mis-diagnosis, no medical intervention. The device was inspected before use and looked fine. All cases were standard level of severity and completed. There was no reported patient injury. Related patient identifiers: (B)(6) - hf-cable, bipolar (wa00014a / sn: (B)(6)) (B)(6) - hf-cable, bipolar (wa00014a / sn: (B)(6)) (B)(6) - hf unit "esg-400" (wb91051w / (B)(6)) this medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: d10 (concomitant medical product ¿ medical product): therapy date: 12/12/2023 new information added to the following fields: d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, cable exploded, could not be identified. This is a known error, whereby the cable can be damaged by strong mechanical stress during use, e.g. By bending the cable, winding it in too small a radius or by pulling on the cable instead of the plug. This can lead to individual or all of the strands in the cable breaking, which can lead to the error described. The cause of the damage is most likely age-related wear and tear combined with improper handling. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿to reduce the risk of this fault occurring, the service life of the cable is limited to 12 months in accordance with the IFU.¿ olympus will continue to monitor the field performance for this device.